Event description:
Patient had a double lumen port-a-cath placed by CT surgery for the sole purpose of having photo-pheresis treatments performed. Per pediatric nurse practitioner (pnp) in dialysis, port had been difficult to manage from the first use. Received communication that port was not working. Patient sent to ir and through dye study it was realized that the two lumens were communicating. This should not occur. Patient went to ir the following day to have port replaced. Per ir, once non-working port removed an attempt was made to flush the port with increased pressure. The port broke apart into pieces.